Event description:
It was reported to boston scientific corporation that a hyrdothermablator procedure set was used in an hta procedure. Approximately five minutes into the ablation phase, there was a 2cc fluid loss. The doctor put a 4x4 gauze in and the rep thinks the tenaculum may have been moved during this placement and that may be what caused the cervical seal to loosen. Shortly after there was an additional fluid loss and they aborted the procedure. Afterwards redness on the outside of the vagina could be seen. Silvadene cream was applied and the patient is doing fine. She was kept overnight for observation but no further intervention was needed. Further follow-up revealed that there was only a labial burn (degree unknown)- no vaginal or cervical burn. There was some sloughing but it was not considered a serious burn. The patient is healed and fine now.

Manufacturer narrative:
A lot/ serial number was not provided for a history search, so the manufacturing and expiration dates are unavailable. Conclusions: no conclusions could be drawn regarding the root cause for this complaint.